Event description:
The patient reported that the circumstance that led to shocking was when the patient was lying down. The step taken to resolve the shocking was to reset the stimulator. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3888-33, lot# j0313988v, implanted: (B)(6) 2003, product type: lead. Product ID: 74001, lot# n543129, implanted: (B)(6) 2015, product type: adapter. (B)(4).

Event description:
The consumer reported that even if she turns down stimulation she gets a shock when she goes onto her side. The patient reported that she had a battery change two weeks ago and is getting shocked. The patient needed assistance turning the implant off and was successful in turning the implant off using the patient programmer. Additional information received from the patient reported that they were getting shocked, had overstimulation and stimulation in an undesired location. The patient was getting intermittent shocking randomly in the leg from the foot to the thigh in the same place as their reflex sympathetic dystrophy. No falls or trauma were reported on friday, the day of the event, that were related to the issue, however, the patient indicated that they had a colonoscopy and a fall earlier in the week, but a manufacturer representative checked the system on tuesday and everything was ok. The patient programmer showed that stimulation was on and the patient thought she had turned off stimulation on friday. The lightning bolt was still on the screen and as soon as the patient turned off stimulation the shocking went away. The change in therapy and symptoms was considered sudden. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.